Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one sample was received for quality investigation. The customer complaint of tubing defective was verified by visual inspection. Upon inspection of the infusion set, a visible tear in the tubing can be seen in the tubing distal to the pumping segment. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. The root cause for the issues seen in this complaint is an error due to the coiling and packaging of the infusion set. If kinks are created during the coiling and packaging, they can cause tears in the tubing. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: one sample was received for quality investigation. The customer complaint of tubing defective was verified by visual inspection. Upon inspection of the infusion set, a visible tear in the tubing (p/n 660132) can be seen in the tubing distal to the pumping segment. The root cause for the issues seen in this complaint is an error due to the coiling and packaging of the infusion set. If kinks are created during the coiling and packaging, they can cause tears in the tubing.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced defective/damaged tubing. The following information was provided by the initial reporter: material no.: 2420-0007, batch no.: unknown. IV tubing new out of package found to have large crack - delayed infusion of vasoactive.